Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The device was manufactured on 08july2021. One sample was received without the corresponding tube, it was just a stylet without the hub assembly. Disassembly issue of (hub) is confirmed, however it could not be confirmed that this issue was caused during manufacturing process. The investigation was carried out with the multifunctional team, all processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. The most likely root cause indicates that this issue could occurred due to the inadequate use of the procedure if the instructions of use are not followed. A failure to activate the hydromer makes difficult to remove the stylet from the feeding tube, and a hub detachment could occur. Please refer to the IFU (instructions for use) for the proper procedure for insertion of the feed tube and extraction of the stylet: "using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating". No action plan is deemed required at this time. We will keep monitoring the process for any adverse trends that require immediate attention.

Event description:
The customer reported that when physician placing nasogastric (ng) tube on patient, when manipulating the stylet, the protective cap on the end of the stylet became disconnected and the physician received a puncture wound from the stylet. Additional information was received and stated that there was no additional intervention or training needed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.